Event description:
(B)(6) nurse informed pharmacy that the legacy pump serial number (B)(4) was malfunctioning with error code 1880 and even with battery change was not able to remove from this error screen. New pump sent to patient along with a return box. Patient did not have any interruptions in therapy. No other information is known. Pump was not in use when malfunction occurred. Dates of use: (B)(6) 2015 to current. Diagnosis or reason for use: i27.0.